Event description:
Reporter stated that customer received the following results on the compact plus system within 5 minutes, 9 minutes and 1 minute respectively: 150 mg/dl, lo (result <10 mg/dl) and 19 mg/dl; 19 mg/dl and 157 mg/dl; 137 mg/dl and 17 mg/dl. Result of 19 mg/dl was not duplicated. Sets of readings were obtained at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).